Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested for the server reboot validation. The technical support specialist (tss) dialed into the server carefusion coordination engine which was rebooted by the customer and validated that cce (carefusion coordination engine) services restarted with all epic host connections active. The issue involved a message processing error on version 1.7.4, where logs indicated a concurrent update error related to "med es server messages not processing." Restarting the bd pyxis external inbound processors service did not initially resolve the problem. After the restart, one patient appeared in the es server, but no new messages crossed until later. Subsequent monitoring showed that three ER patients successfully crossed over to pyxis, indicating the issue was resolved. A follow-up call with made with the customer for resolution and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, during the server reboot validation, it was observed that message processing issues occurred, as the med es server messages were not processing and a concurrent error was identified. However, there were no delays or adverse events or injuries reported based on this event.